Manufacturer narrative:
B3: date of event - aware date of 26 feb 2024 used as event date is unknown.

Event description:
It was reported device failure to seal occurred. Information received from a physician survey reported that several left atrial appendage (laa) closure procedures were attempted using a watchman flx laa closure device with delivery system (wds). During these procedures a device failure to seal occurred and a non-boston scientific device was used to complete the procedure.